Manufacturer narrative:
Date of event is unknown. Date of implant is unknown. During processing of this incident, attempts were made to obtain complete device and event information. Further information was requested but not received. There were no allegations against the lamitrode lead. The lead was received cut but complete. Microscopic inspection of the lead revealed all wires were broken at 28.3cm distal to the stimulation end. Microscopic inspection of the lead revealed one lead wire was protruding out of the lead body 26.6cm distal to the stimulation end due to instrumentation damage.

Event description:
Related manufacturer report number: 1627487-2022-05695. It was reported that the patient's lead was explanted for an unknown reason. No further information is available at this time.